Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive and sticking. She stated that all functions are hindered. The patient stated that she wears the pump in her pocket with a pump skin, and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button is intermittently responsive. All other keypad buttons are responding appropriately to button presses. An unresponsive contrast button is generally obvious and detectable by the user and does not affect the pump's insulin delivery functions. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded display, which have no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.